Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected field: b3. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the adhesive around the light guide lens was peeled, a cause was not established. Additionally, for the forceps elevator had a burn malfunction, it was caused traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the adhesive around light guide lens was peeled, and the forceps elevator had a burn. There was no patient involvement.